Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration # mw5093276 block h11: correction: d2, d4, h4.

Event description:
It was reported to boston scientific corporation a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal variceal banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band successfully deployed; however, the second and third bands did not deploy. Reportedly, the fourth to seventh bands deployed successfully, and the procedure was completed at this time. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration # mw5093276.

Event description:
It was reported to boston scientific corporation a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal variceal banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band successfully deployed; however, the second and third bands did not deploy. Reportedly, the fourth to seventh bands deployed successfully, and the procedure was completed at this time. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.